Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in fair condition with damaged housing and scratched screen.. Customer's complaint was verified. Service will replace the downstream occlusion sensor. The problem source is the downstream occlusion sensor.

Event description:
Information was received that the cadd legacy pump has double beep. No reported adverse effects.